Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient felt pain at the ipg site because the ipg site was too low and patient would sit on ipg. Surgical intervention was undertaken on (B)(6) 2019, during which the ipg was replaced and relocated. Stimulation therapy was restored following the procedure, and follow up identified that the pain had resolved and patient was doing well postoperatively.